Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A lead integrity alert triggered as a lead failure predictor on (B)(6) 2011 02:01:53. There were episodes of ventricular non-sustained tachycardia recorded on (B)(6) 2011 in the timeframe between 02:01:53 and 04:40:42. Interference/noise was reported. Ventricular short interval count v-sic=74 counts, in 0.18 day, on (B)(6) 2011 in the timeframe between 00:21:02 and 04:41:37.

Event description:
It was reported that the lead integrity alert was triggered inappropriately due to sensing integrity counts and nonsustained ventricular tachycardia episodes. The patient received an appropriate shock. The device is still in use. No patient complications were reported as a result of this event.